Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called to report a yellow wrench driveline fault alarm. The patient was asymptomatic with no other complaints. The log file review captured driveline fault events. X-rays of the driveline showed a possible area of concern approximately 4 inches from the exit site. The controller was exchanged without incident and the alarms appeared to have resolved. Related manufacturer reference report # 2916596-2022-01344.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline fault alarm was confirmed via the provided log file. The log file contained data spanning approximately 17 days ((B)(6) 2022 ¿ 25feb2022 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. Driveline fault alarms were observed, beginning on 25feb2022 at 3:02 and intermittently activating until the end of the log file at 4:30 of the same day. No other notable events were observed. A log file from after the controller exchange was also reviewed, and no further atypical events were observed. The system controller (serial number (B)(6) was not returned for analysis. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The controller was shipped to the customer on 14dec2015. The heartmate ii patient handbook (rev. G, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including alarms associated with driveline fault conditions. The heartmate ii patient handbook (rev. G, section titled ¿emergency contact list¿) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.